Event description:
It was reported that the patient underwent a posterior lumbar surgical procedure at l1-2 to treat lumbar spinal canal stenosis. It was reported that 1mm of the tip broke off during final tightening. The broken portion of the tip was not removed from the setscrew. The broken portion was not noticed until one month post-op. The patient underwent a surgery to extend the construct from t12-l2 after the patient fell and suffered a l1 compression fracture. During the surgery the tip was removed. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.